Event description:
Percutaneous insertion handle and the tooth to guide the nail broke off. Piece was retrieved and the nail was inserted completing the procedure. Account discarded the broken tooth for the instrument. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the product evaluation revealed the tang was broken off the returned part. A design change was made to address this issue. This handle was made prior to the design change and prior complaints were determined to be valid for this condition so this is valid and the required corrective action has been implemented. A CAPA risk assessment was completed for the identified non-conformance. Based on the results of this risk assessment a CAPA will not be initiated. This design change reduced the probability that the tang would break off. Complaint evaluations will continue to be monitored for this part to confirm that the occurrence rate has been reduced as anticipated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).